Event description:
During a percutaneous transluminal angioplasty the balloon ruptured. The target lesion was the common iliac artery. There was moderate calcification with vessel tortuosity and the lesion was 99% stenotic. The balloon was inflated with an indeflator at 15 atmospheres however the balloon ruptured after the 3rd or 4th inflation. There was no dissection to the vessel and no separation of any part of the balloon. There was no adverse consequence to the pt. The product was not returned for evaluation and testing.